Event description:
The customer reported that, after importing the configuration, the device stayed on and had partial display. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).